Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided detailed instructions for a pump reset, and the caller planned to reset the pump and follow up if the issue continued.